Manufacturer narrative:
Device evaluation: evaluation of the returned portion of the driveline did not confirm a wire compromise that would have resulted in the driveline fault alarms recorded in the system controller log files. A distal end driveline repair was performed and approximately 15 inches of the external portion/distal end of the driveline was returned for evaluation. A previous clamshell repair was present on the driveline. The driveline showed no notable damage. Continuity testing of the driveline in its returned condition revealed all wires were electrically intact. Each wire was tested using a micro ohm meter, and all wires were found to have approximately the same resistance. The outer silicone jacket, clear bionate, and braided shield layers were removed and the test was repeated, with the same result. Visual inspection and manipulation of the wires found each wire was intact. The lead was connected to a test pump and test pocket controller, and operated the pump with no notable alarms or issues. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation. A small breach in the yellow wire insulation was noted approximately 11.5 inches from the metal connector; however, this wire compromise would not have resulted in a driveline fault alarm. The patient continued to experience driveline fault alarms following the driveline replacement. The driveline fault data show the same phase affected on several system controllers, indicating a potential internal driveline wire breakdown issue. No further action was taken in regards to the patient¿s pump. To mitigate the issue, the center continues to submit log files weekly for monitoring. The patient remains ongoing on vad-11644. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. The portion of the percutaneous lead that was replaced was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a driveline fault alarm occurred (B)(6) 2015 that was cleared and did not reoccur at the time. No intervention was performed. On (B)(6) 2015 another driveline fault alarm occurred. The system controller was exchanged. The patient was asymptomatic during the alarm events. Starting on (B)(6) 2015, the driveline fault alarms continued to occur intermittently. X-rays of the percutaneous lead were taken on (B)(6) 2015 and two areas of concern were noted. One was internal to the patient near the connection to the pump and the other was external, approximately 6 inches from the distal end of the percutaneous lead. Wire damage was suspected and an external percutaneous lead repair was completed on (B)(6) 2015. On (B)(6) 2015 another driveline fault alarm occurred. The alarm was cleared and did not reoccur and the patient was sent home. A review of the log file confirmed the driveline fault alarm and showed no interruption in pump support to the patient at the times of the driveline fault events. A compromised internal percutaneous lead was suspected. Currently, the patient is being monitored. No further intervention was performed. The patient was reportedly asymptomatic throughout this time period.